Event description:
It was reported that a malfunction code malf 24 occurred on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was provided with a replacement pump along with instructions and support from technical support, who informed them about storage mode and the steps to follow upon receiving the new device. The customer was advised to return the malfunctioning pump to tandem using a pre-paid label within 10 days.